Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint history check was performed and this is this is the 4th related complaint for clog on lot # 8185555. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that about 25% pen needles of two boxes of bd¿ pen ndl 90 CT mail order only could not deliver full dose of insulin. Patient would get about 8 to 10 units for the first pen needle, then he would use the second one to complete his dosage. The following information was provided by the initial reporter: ¿consumer reported in last two boxes of pen needles, 25% did not dispense complete dosage during injection. Stated he would get about 8 or 10 units, and then would have to use a second pen needle to complete his dosage. Provided to occurrence dates, (B)(6) 2019. Could not provide anymore dates. No injury to report. Lot: 8185555, expiration date: 2023-06-30, item: 320883. Second lot: 7299674, item: 320883. Discarded samples.¿